Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s scs had not been working for the last 3 ¿ 4 months. The patient was trying to work with their doctor to get a manufacturer representative to attend a future appointment. The patient reported that this was their last attempt to resolve the issue and referred to the system as a ¿foreign object in [their] body for no reason.¿ no symptoms or complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s device is scheduled to be explanted on (B)(6) 2018. No further information was known. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulator was not helping with the pain, so the patient let it go into overdischarge. The patient was not interested in maintaining the therapy and wanted the device explanted. The rep said an explant was planned. No further complications were reported.